Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within specification. No unexpected low battery alarms noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 136 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.